Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt experienced movement of the implantable neurostimulator (ins) and also felt that at time, the ins created a lump. These symptoms began following a fall down some stairs on to the pt's buttocks. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).